Event description:
Reporter alleged that at 11:00 pm the customer obtained results of 260 mg/dl and 235 mg/dl on the aviva system, but did not have any symptoms consistent with these readings. Reporter stated the customer dosed 35 units of humulin r based on the 260 mg/dl result. Reporter stated that at 4 am, the customer awoke in distress and was treated with glucose tabs initially by her daughter. Reporter stated the customer was also given crackers and peanut butter. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.